Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study who was receiving morphine with concentration 16.0 mg/ml at a dose rate of 6.603 mg/day, clonidine with concentration 600.0 mcg/ml at a dose rate of 247.63 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 12.382 mg/day via an implantable pump as of (B)(6) 2015 for malignant pain (spine/back). It was reported that the patient was clinically diagnosed with uncontrolled pain on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. At the time the patient's pump required replacement secondary to approaching elective replacement indicator (eri), the patient elected to have the catheter replaced, as well, in effort to achieve pain relief. The programming date from the most recent refill prior to the event was (B)(6) 2015. Intervention performed included catheter replacement on (B)(6) 2016. The event was ongoing. Regarding etiology, the event was noted as having been related to the device or therapy and unrelated to the implant procedure; the portion of the catheter was specified as being the entire catheter (serial number: (B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.